Event description:
It was reported that post cardiomems implant procedure on (B)(6) 2026, in the recovery room, the patient began coughing up blood. Patient was intubated and sent to intensive care. It was reported that the hemoptysis was likely secondary to hemorrhage related to cardiomems implantation. Bronchoscopy was performed and clot and tissue debris in left main pulmonary artery were removed via suction. Computed tomography scan was performed of the chest as well as x-ray which showed a puncture in the pulmonary artery. The physician reported they believe the cardiomems was the device which caused the perforation. The patient was in the intensive care unit on pulmonary/ventilator management until they were discharged home (B)(6) 2026.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.